Manufacturer narrative:
There was no patient involvement. The customer performed testing and confirmed the touchscreen was not working. The customer replaced the touchscreen. The unit is working as expected and is back in service

Event description:
The customer reported the bottom tabs on the touchscreen were not responsive and the nav ring was not functioning. The customer reported the unit is working as expected and is back in service.